Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was loose and disconnected from the pump. Reportedly, the customer bumped the pump and accidently disconnected the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Cartridge was reloaded and resumed insulin deliveries.